Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 23-may-2025: the issue was identified in sterile processing after the procedure. The tip was misaligned, and a cable appeared to be broken/frayed at the instrument wrist. There was no material broken off/missing from the portion of the device that enters the patient¿s body. The instrument will be returned for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large needle driver instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.82 mm. The grips were not found to be cracked. Additional related observation(s) not reported by site: the instrument was found to have a broken grip at the tip of the instrument. A piece measuring approximately 1.20 mm x 1.61 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection found a bent grip tip. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.